Event description:
Healthcare professional (hcp) reported that a patient experienced "acute rheumatoid arthritis "flare-up", small hypodermic painless nodules appeared in treated areas" after injection with harmonyca¿. Patient has no history of autoimmune diseases until recently. Treatment included sterile saline intra-nodular injections. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "autoimmune/connective tissue disorders", deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3, and d6a.

Event description:
Healthcare professional (hcp) reported that a patient experienced "acute rheumatoid arthritis "flare-up", small hypodermic painless nodules appeared in treated areas" after injection with harmonyca¿. Patient has no history of autoimmune diseases until recently. Treatment included sterile saline intra-nodular injections. Symptoms ongoing/unresolved.